Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(4) 2022. The customer's blood glucose level at the time of incident was 600 mg/dl. Customer's current blood glucose level is 178 mg/dl. The customer was treated with intravenous insulin drip. Customer was feeling sick, unwell, urinating every 30 minutes and panic. Customer was using insulin pump within 48 hours of reporting high blood glucose event. Customer stated that the auto mode was not on. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On march 14, 2022 the customer was hospitalized for high bg's. On a related svn (B)(6) (event date 14-mar-2022) customer alleged under delivery anomaly, high bg's and not getting alerts for the insulin flow blocked alarm. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0870 inches. No under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button and faded serial number label. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses delivered on the event date. 03/14/2022 04:00:06.000 normalbolusdelivered normalbolusamountprogrammed = 14 bolusamountdelivered = 14 03/14/2022 05:42:16.000 normalbolusdelivered normalbolusamountprogrammed = 10.1 bolusamountdelivered = 10.1 03/14/2022 07:26:48.000 normalbolusdelivered normalbolusamountprogrammed = 19.8 bolusamountdelivered = 19.8 03/14/2022 09:07:22.000 normalbolusdelivered normalbolusamountprogrammed = 11.9 bolusamountdelivered = 11.9 03/14/2022 10:24:26.000 normalbolusdelivered normalbolusamountprogrammed = 5.1 bolusamountdelivered = 5.1 03/14/2022 13:01:42.000 normalbolusdelivered normalbolusamountprogrammed = 22.2 bolusamountdelivered = 22.2 03/14/2022 15:34:02.000 normalbolusdelivered normalbolusamountprogrammed = 14.2 bolusamountdelivered = 14.2 03/14/2022 17:34:38.000 normalbolusdelivered normalbolusamountprogrammed = 24.9 bolusamountdelivered = 24.9 03/14/2022 19:31:03.000 normalbolusdelivered normalbolusamountprogrammed = 20.7 bolusamountdelivered = 20.7 03/14/2022 19:57:32.000 normalbolusdelivered normalbolusamountprogrammed = 4.9 bolusamountdelivered = 4.9 03/14/2022 21:47:10.000 normalbolusdelivered normalbolusamountprogrammed = 21.6 bolusamountdelivered = 21.6 03/14/2022 22:22:38.000 normalbolusdelivered normalbolusamountprogrammed = 5 bolusamountdelivered = 5 there was no "no delivery alarm" noted on the event date in the formatted history file. However there was no delivery alarms listed on 2/19/2022, 02/20/2022 and on 02/26/2022 in the formatted history file. There was no auto suspend alarm or user suspend or pump error alarm noted on the event date in the formatted history file. The pump passed the functional testing. Unable to confirm alleged high bg's. The customer alleged under delivery anomaly and not getting alerts for insulin flow block alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.